Manufacturer narrative:
The date of manufacture was not available. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was not locking the cutter in place and was vibrating and heating up a lot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch that the date of manufacture was unknown. The correct date is june 02, 2009. The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device ran in safety and did not give an e2 error. A visual and functional assessment was performed which found that the device ran in safety (power broken) which was failure to follow the directions for use by running the device in the safe or load position, and the motor was worn out due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.